Manufacturer narrative:
The device was the device was returned to user facility unrepaired, as the production of the subject item had been suspended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera xenon light source bulb indicator is on however the bulb is not on. In addition, there is no light out. The event occurred during an unknown diagnostic procedure and the same device was used to complete the operation with no more than a 15 minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena "emergency light indicator blinks" and "lamp does not light" were not reproduced and a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.